Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive cause for the reported failure could not be identified; however, the most probable cause is presumed to be usage stress or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, peeling of the plating on the distal end of the videoscope was found. There was no patient involvement.